Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) was having pain from the stimulator on their right buttocks area. They reported that it was shocking them and had been for the last 2 days. Recent weight loss was reported by patient of about 20 lbs. They also mentioned they were in the hospital recently for one week for kidney infection and uti. They reported retaining urine which had worsened recently. They said the therapy had been helping with their urinary retention prior to recently. The patient went to the ER to be evaluated and for catheterization. The manufacturer representative (rep) met them at the ER to turn their device off because they lost the controller. They were on program 2 at 0.8 for settings. Therapy is now off. They still had discomfort after the therapy was turned off. Rep instructed the patient to contact patient services to get a new controller and to find a managing physician and make an appointment to be seen and have the therapy further evaluated. Rep will not recommend turning the therapy back on until patient has a patient controller and a managing physician. Patient does not have a current managing physician. They live in phoenix and was visiting in tucson. Their boyfriend obtained the rep's number from the hospital he works at and contacted the rep directly to arrange to meet to turn therapy off. Patient plans to get a new managing physician for the therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from rep. They reported the steps taken for resolution was that the device was turned off on (B)(6) 2021 and then they went to the ER to be evaluated. Rep spoke with patient on (B)(6) 2022 and patient reported finding their controller. They stated they have since turned the therapy back on and will turn it off when needed. Patient reported to rep that they have had covidx3. Patient stated that they were informed that they had blood clots in their bladder which was blocking their urethra and that was why they were unable to urinate on their own. Patient said the therapy was working to give them the sensation but that the blood clot was blocking the urethra. Patient stated they will have the office contact the phoenix representative if they need anything else. The issue has been resolved as patient was treated by a urologist in the phoenix area.